Event description:
A patient reported a chipped tooth, timj and a "worsened" bite. Patient saw dds who stated treatment plan would not work due to patient needing interproximal reduction.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.